Event description:
While being used during a laparoscopic procedure, the connection between the disposable scissor tip and the reuseable shaft was observed to be smoking. The coating on the scissors was hot and coagulating tissue.